Manufacturer narrative:
The suspect device has returned for evaluation. The device was visually inspected and a defect in the sterile barrier was observed. The complaint is confirmed. The defect appears to have been caused by too much force placed on the packaging seal after sterilization. The device history record was reviewed, and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.